Manufacturer narrative:
(B)(4).

Event description:
It has been reported that while in the cv-or (cardiovascular operating room) the md met with difficulty inserting the spring wire guide (swg) through the "end of the catheter." The swg didn't slide through. The md stated that the event occurred while the iab was inside the patient. The balloon never deployed because it did not get past the introducer sheath. They corrected the situation by replacing it with the same brand. As a result, the iab was not used. A second arrow iab was prepped and used for this pt. There was no reported pt death, injury or complications. There was a 15 to 30 minute interruption/delay in iabp therapy.